Event description:
The manufacturer received an allegation related to an fco recall, reporting that the machine's flow sensor is providing inaccurate flow measurements. The customer has requested replacement of the flow sensor assembly. At this time, the device has not been returned or evaluated, and the reported issue cannot be confirmed. A follow-up report with conclusive findings will be submitted once the device evaluation is complete.